Manufacturer narrative:
Expiration date: 01/01/2014. Device manufacture date: 01/16/2012.

Event description:
On (B)(6) 2012, patient underwent unilateral l2-5 decompressive surgery through a tube approach. A discectomy was performed with traditional surgical instruments at l4/5 and burst emg was noted from the left medical gastrocnemius. No further burst emg was noted after this point. Baxano io-flex tools were then used to access the foramen, and 5.5 and 7.5mm width baxano io-flex microblade shavers were used to decompress below the pedicle at l4/5, l3/4, and l2/3 as well as above the pedicle at l2/3 on the left side. The patient woke up with left side foot drop and a burning feeling in the medial side of the left big toe. Per a conversation with the surgeon on (B)(6) 2012, these symptoms have not resolved as of the patient's most recent follow up visit.